Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 6943 lead, implanted: unknown. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals sensing integrity counter(sic). Analysis of the device memory indicated the impedance on the right ventricular (rv) defibrillation coil was beyond the expected upper range. Analyst commented, beginning (B)(6) 2014, sensing integrity counts up to 1488. Non sustained electrogram not available with gem platform devices, and not able to verify lead noise oversensing. Rv coil lead impedance measured 254 ohms on (B)(6) 2014 up from a normal trend of 40 ohms.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance with a possible fracture. Additionally, oversensing was noted and non sustained ventricular tachycardia (vt) episodes due to noise. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.